Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the por message and being unable to turn on the implant was that the patient had fully charged it the week before, and they used it a couple of days. Then out of the blue it stopped working. The patient was talked through a couple of things, but it still doesn't work. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported seeing a warning power on reset (por) message on their programmer and recharger. They stated that they called a manufacturing representative who helped they charge the implantable neurostimulator (ins), but they are still seeing the por message, and cannot turn the ins on. Patient services reviewed that the por message will need to be cleared at the healthcare provider office. No further complications or patient symptoms were reported or anticipated.